Event description:
It was reported via repair work order that the manual CPR did not function which may have been caused by the broken skoocher frame. It was also reported that the fowler would not function electrically as the customer had removed fowler motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.